Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The sensor glucose reading was 50 mg/dl. The customer treated for the low with the insulin pump and ended up with a blood glucose level of 417 mg/dl. The customer received a cal error alert and a sensor error alert. The customer was advised to monitor the issue and call back if problems persisted. Nothing was replaced or returned.